Event description:
It was reported that the ventilator pt circuits got hot enough to melt while connected to two different pts. The pt circuits were switched out without any problems. No reported harm to the pts.